Event description:
It was reported during implant, the set screw would not work on the svc port. New ICD was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed. The cause of the anomaly was found to be due to excess epoxy found inside of the rv, svc, and atrial connector blocks which prevented the set screws from fully entering the connector blocks and securing to the leads.